Manufacturer narrative:
Citation: fukunaga n et al. Hemodynamic performance and outcomes of mosaic valve for aortic stenosis with decreased left ventricular function: results from j-move study. Asaio j. 2019 jul 15. Doi: 10.1097/mat.0000000000001040. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an evaluation of the effect of small-sized mosaic bioprostheses (19 and 21 mm) on hemodynamic performance and late clinical outcomes. All data were retrospectively collected from 10 centers between 1999 and 2014. The study population included 105 patients that was predominantly male with a mean age of 76 years. All were implanted with medtronic mosaic bioprosthetic valves in the aortic position. No serial numbers were provided. Among all patients, 5 deaths occurred within 30 days post-implant. No other details were provided. Based on the available information, medtronic product was not directly associated with these 5 deaths. During follow-up (between 3.1 and 13.1 years), an additional 16 deaths occurred. It was reported that a proportion of these deaths were valve-related. Based on the available information, medtronic product was associated with an unspecified number of these 16 deaths. Among all patients, adverse events included: structural valve deterioration, embolism/thromboembolism, bleeding, patient-prosthesis mismatch, and high mean transvalvular pressure gradient/peak velocity. Based on the available information, medtronic product was directly associated with the adverse events. No interventions or treatment were reported as a result of the observed adverse events. No additional adverse patient effects or product performance issues were reported.